Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA (B)(6) district recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On (B)(6) 2015, the voluntary recall was initiated. A manufacturing review was conducted. The lot met all release criteria. The investigation is in conclusive, as the samples were not returned for evaluation. While the investigation is inconclusive, the issue related to the reported product code/lot number combination was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, the device was primed successfully but did not fire completely into the lesion to collect the tissue sample. Another device was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The event description has been updated to more accurately reflect the reported event. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.

Event description:
It was reported that during an ultrasound guided breast biopsy, using two devices, each device was primed successfully but did not fire completely into the lesion to collect the tissue sample. A third device was used to complete the procedure. There was no report of patient injury.